Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the electronic patient gas system (epgs) was not reading correctly due to a defective internal flowmeter. The epgs was connected to a system 1 simulator and a central control monitor (ccm). Immediately an audible alarm sounded from the ccm and the light emitting diode (led) on the front of the epgs was flashing. After entering a perfusion screen the gas flow was displayed at 0.42 liters per minute (l/min) with no air or oxygen (o2) applied, flow should be reading zero. The output voltage of the internal flow meter was reading 0.21 volts instead of the expected zero volts when at zero flow. The internal flow meter was temporarily replaced and the epgs was reading proper flows. Calibration was initiated and passed.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) replaced the electronic patient gas system (epgs). The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Manufacturer narrative:
Per the user facility's perfusionist, the lines were checked and no gas leaks were heard.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the oxygen (o2) flow meter was not reading correctly. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, the unit was received with large tare value (6128) and large shift in differential pressure sensor adc counts (9820 to 1059). Absolute pressure read 14.33 pounds per square inch absolute (psia). This large change in offsets was indicative of defective all sensor pressure sensor. Differential sensor offset checked and measured at -49.2 millivolt (mv) on 87 volt fluke, well outside of acceptable bounds and accounts for the noted shift in adc counts. Absolute pressure appeared to have drifted independent of differential offset shift. The device was determined to have a defective pressure sensor. Lifted wire bond was the probable source of the large offset shift. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.